Event description:
It was reported an alert for long charge time greater than 32 seconds was detected. Rep explained the patient received 16 shocks consecutively over 5 minutes. It is possible for charge times to increase with many consecutive therapies in a short period of time. It is recommended to perform a capacitor maintenance to determine if the charge time is acceptable for the physician. She attempted a capm but the programmer aborted because the patient's rate was too fast. Charge time will be checked when the patient's rate has slowed down. The patient returned to clinic on may 12 to perform a capacitor maintenance. The estimated battery longevity was 4.1 years and the capacitor charge time was 13.6 seconds. No further information is available.

Manufacturer narrative:
(B)(4).